Event description:
It was reported that an event occurred on (B)(6) 2013 while a surgeon was performing as open reduction internal fixation (orif) procedure, the screw head popped off/broke form a matrix midface 6 mm screw (part # 04.503.226.01) during the procedure. The surgeon was able to remove the broken instrument from the patient. It was further reported that surgeon had another screw available and the procedure was successfully completed with no time delay and no report of harm/injury to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Lot number is unknown at this time. Investigation could not be completed and no conclusion could be drawn, as no product was returned and no part lot number was provided.